Event description:
It was reported while using bd maxzero¿ needle-free valve the IV set became detached. There was no report of patient impact. The following information was provided by the initial reporter: when administering or rinsing the medicine, be prepared for the fact that the syringe will bounce up, the medicine will be wasted, etc.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation: a mz1000 product was not available for investigation; however the customer indicated the complaint sample was from lot 22025486. The feedback provided by the customer indicates bounce back issues were detected when attempting to administer medication using a luer slip syringe in connection with the maxzero. Further information provided by the customer indicates the maxzero devices are usually disinfected with alcohol before use. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.